Manufacturer narrative:
Should additional information become available, a supplemental report will be provided.

Event description:
It was reported that a red alert was triggered due to this right ventricular (rv) lead exhibited high, out of range shock impedances. There is no current value reported; however, technical services were consulted, and data showed that the value was at 125 ohms. Further review with a programmer was recommended. This lead remains implanted and in service. No adverse patient effects were reported. A good faith effort has been submitted to the field to obtain further details. Should additional information become available, a supplemental report will be provided.

Event description:
It was reported that a red alert was triggered due to this right ventricular (rv) lead exhibited high, out of range shock impedances. There is no current value reported; however, technical services were consulted, and data showed that the value was at 125 ohms. Further review with a programmer was recommended. This lead remains implanted and in service. No adverse patient effects were reported. Additional information was received that out of range shock impedance measurements have been gradually rising since december 2022, currently at 130 ohms. The device this lead is connected to, has reached the elective replacement indicator (eri), therefore, technical services (ts) recommends considering lead replacement. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of shock impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that a red alert was triggered due to this right ventricular (rv) lead exhibited high, out of range shock impedances. There is no current value reported; however, technical services were consulted, and data showed that the value was at 125 ohms. Further review with a programmer was recommended. This lead remains implanted and in service. No adverse patient effects were reported. Additional information was received that out of range shock impedance measurements have been gradually rising since december 2022, currently at 130 ohms. The device this lead is connected to, has reached the elective replacement indicator (eri), therefore, technical services (ts) recommends considering lead replacement. No adverse patient effects were reported. This lead remains in service.